Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's scs ipg battery has depleted and no longer communicate with external devices. The tp stated she had been charging her ipg every three weeks then recently she was charging every week. An sjm rep confirmed the ipg is inoperable. Surgical intervention to address the issue is planned for a later date.